Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to a right ventricular (rv) lead fracture. It was noted that there was high/undefined pacing impedance and oversensing as well. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.